Event description:
The pt experienced a lack of effectiveness and the inability to feel her stimulation. It was noted that the pt had high impedance measurement on 0 electrode during a reprogramming session. A revision was performed and when the wire was explanted, it was observed that blood had infiltrated "pretty significantly" around the area where the 0 electrode was and also where the screw on the neurostimulator is located. The neurostimulator and lead were replaced during the revision. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).